Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed, 10mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, it was noted that the rotawire was intertwined with the burr, and the rotawire was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital .